Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touch screen was shattered and unresponsive. Reportedly, the cause of the shattered touch screen was unknown. Blood glucose was 208 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.